Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data as well as the device alert settings for the shock impedance measurements. This device remains in service. No adverse patient effects were reported.